Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick mr balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and the hypotube was fractured 87cm from the strain relief. Inspection of the rest of the device found no damage or defect.

Event description:
Reportable based on device analysis completed on 25-apr-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 3.0mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.